Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylotic myelopathy and underwent posterior cervical fusion surgery at c2-t1 levels. During surgery, the screw deviated to lateral side and caudal side. The product came in contact with the patient. Patient outcome was unknown.